Event description:
It was reported to olympus, that the colonovideoscope had settlement issues. The issue was found during inspection for use. Inspection and testing of the returned device found that the air/water tube had foreign material. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the left direction did not meet standard value due to deformation of the guide plate unit. It was also noted that the air/water cylinder and scope cylinder had no color. The screw stopper was replaced and the light guide lens had a crack. The plug unit, connecting tube and objective lens had a scratch. The brightness was uneven when halation occurred due to damage to the charge coupled device unit. The image had a partial dark area due to a chip on the objective lens and the play of the up/down knob was out of standard value due to wear of the angle wire. The bending tube was deformed and the protector of the universal cord on the control section side had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the returned device found foreign material clogged in the nozzle during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain in the nozzle. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.